Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device exhibited backup mode (bvvi) and the device was explanted and replaced as it is included in the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on 20 july 2022, which applies to a subset of devices distributed and implanted outside of the united states. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of the device found in backup mode could not be confirmed. The device was received with normal output and telemetry communication. Analysis performed did not identify any functional issues. A longevity assessment reveled the device was operating above elective replacement indicator (eri) with appropriate remaining longevity. Additional findings unrelated to the reported events indicated that a visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.